Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 11/11/2020. H.6. Investigation: samples were received and an investigation was performed. Retention samples were also tested. A photo was returned which shows the defective sample. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that the pen needle 31gx5mm 14 pack was unable to deliver insulin/medication. The following information was provided by the initial reporter: medical device was malfunction, fluid didn't come out from needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen needle 31gx5mm 14 pack was unable to deliver insulin/medication. The following information was provided by the initial reporter: medical device was malfunction, fluid didn't come out from needle.